Event description:
It was reported when using the pyxis medstation es system, the matrix drawer encountered a failure to recover and displayed the error message, "matrix drawer/failed to stay closed." The customer reported that the malfunction resulted in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failure of the drawer was caused by medication obstructing the sensor, in addition to a broken latch. The field service engineer successfully eliminated the obstruction and fixed the latch. Subsequently, all operations resumed their normal state. The system functioned as intended after the field service engineer troubleshooted the device.